Manufacturer narrative:
Concomitant medical devices in use during the event include: product ID: d-evolutfx-2329 (lot: 0013092712); product type: 0195-heart valves; implant date: not implantable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, during preparation for a transcatheter aortic bioprosthetic valve procedure, in a patient with an existing failed medtronic mosaic valve, the valve was loaded into the delivery catheter system (dcs) without issue. The dcs and loaded valve were inserted into the patient and advanced to the aortic annulus. During the first deployment attempt, the depth of the valve was shallow. The valve was recaptured into the dcs; however, upon the second deployment attempt, the depth of the valve was deep at 0mm and an infold was observed in the valve frame. Subsequently, the valve was recaptured and the dcs was withdrawn from the patient. A new system was used for valve implant. No patient complications were reported as a result of this event.